Event description:
Discovered broken battery cap on my medtronic minimed 770g, as notified might be possible by medtronic. Was able to reassemble battery cap to continue using my pump, and requested a new replacement cap from them. No harm no foul. FDA safety report ID #(B)(4).